Event description:
The customer reported that the device, 60-6085-200a, was being used on (B)(6) 2021 during a robotic hysterectomy with staging procedure and the ¿manipulator broke fell apart in the uterus.¿ after further assessment it was found, the device was retrieved with the surgeon¿s hand and a sponge stick. The procedure was completed with about a 10 minute delay. There was no impact or injury and no complaints noted for the 67 year old, female patient weighing 95 kilograms. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: medical device problem code section f10 had code 1261. This section should have been blank. Code 1261 was entered in medical device problem code section h6. Manufacturer narrative: reported event is confirmed. Customer event ¿manipulator broke fell apart in the uterus¿ was confirmed based on photographic evidence and device evaluation. One 60-6085-200a returned opened in original packaging. The lot number of the device - 202012141 was verified. A visual inspection found the green cervical cup, blue vaginal cone, and uterine balloon with white cuff were all detached from the v-care tube. All pieces returned. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0005. Per the instructions for use, the user is advised the following: to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-200a, was being used on (B)(6) 2021 during a robotic hysterectomy with staging procedure and the ¿manipulator broke fell apart in the uterus.¿ after further assessment it was found, the device was retrieved with the surgeon¿s hand and a sponge stick. The procedure was completed with about a 10 minute delay. There was no impact or injury and no complaints noted for the 67 year old, female patient weighing 95 kilograms. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.